Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is event 1 of 3 of the same event. It was reported that during prior to surgery, it was observed that the three attachment devices were running hot and noisy. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was running hot and noisy was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the cutter device could not be inserted into the attachment device because the bearing stack screw was missing due to normal wear from use and serving over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.